Event description:
Consumer alleges while driving on a sidewalk toward a ramp, the unit allegedly flipped as he attempted to go up the incline and landed on top of him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.